Manufacturer narrative:
Additional information provided in h.11. Four samples were returned. Seven samples were not returned. There were night cases with a method code of analysis of production records (3331). There were eight cases with a method code of device not returned (4114), there was one case with a method codes of testing of actual/suspect device (10), there were two cases with a method code of type of investigation not yet determined. There were eight cases with a result code of no findings available (3221), there was one case with a result code of operational problem identified (114), there were two cases with a result code of results pending completion of investigation (3233), there were eight cases with a conclusion code of cause not established (4315). There was one case with a conclusion codes of cause traced to user (19), failure to follow instructions (18). There were two cases with a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three sample was returned. Eight samples were not returned. There were six cases with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There were four cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method codes of testing of actual/suspect device (10), analysis of production records (3331) a result code of operational problem identified (114), a conclusion codes of cause traced to user (19), failure to follow instructions (18). The manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age was unknown. There were 10 patients with unknown gender.